Event description:
Edwards received notification of a pascal device in mitral position where during the procedure, upon release of the implant, a single leaflet device attachment (slda) occurred. There was a lot of calcium in the area which may have interfered with seeing the leaflets. Images of the anterior leaflet being in the apex were reviewed, and everyone in the room seemed to agree that optimal leaflet insertion was attained. Upon release, there was an slda. Baseline mitral regurgitation (mr) was severe and post-op mr was severe too. The physician was not satisfied with this patient outcome. The physician did not attempt an additional device because there was not enough room in the valve. Final patient condition was stable.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs). Available information suggests that patient condition and procedural factors likely contributed to the event. The presence of significant calcium in the area may have hindered the visibility of the leaflets. Additionally, it was not possible to attempt using an additional device due to insufficient space in the valve. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.